Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, customer experienced low blood glucose level of 43 mg/dl, cause was unknown. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.